Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog #: igtcfs-65-jp-jug-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k090140 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: after the component sheath system was advanced to the target site by right jugular approach, filter was advanced through the sheath. However, filter perforated the sheath wall on the way and became impossible to advance further. Thus, whole device was retrieved out of the body. Since no alternative device was prepared for this procedure, ivc filter placement was cancelled. Patient outcome: the patient's condition did not change. The procedure was cancelled and thus, hospitalization period of the patient was prolonged.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: two dilators and the blue sheath with filter loaded to the jugular introducer inside were returned. The filter stuck in a sheath penetration approx. 28.5cm from the fitting and another penetration was found from 29 to 31.3cm from the fitting. On the filter two of the secondary legs were found severely damaged as if pushed upwards, when primary filter legs penetrated the sheath. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.